Event description:
It was reported that the patient was prescribed baclofen intrathecal for the indication of very severe spasticity on an unspecified date and year in (B)(6), at a dose of 4 ampoules of 5 milliliters (ml) each. On an unknown onset date, the patient could not sit in the wheelchair (hypokinesia), experienced a headache, felt very bad (feeling abnormal), with muscles hardening (muscle contracture) and fever (pyrexia). The patient did not get the medicine and required an urgent solution. At the time of this report, the outcome of the event was not reported. The events were suspected to treatment with baclofen.

Manufacturer narrative:
(B)(4).